Manufacturer narrative:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 3007963827-2023-00257.

Event description:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 3007963827-2023-00257.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised one year and seven months post implantation due to pain and limited range of motion. A mc articular surface was initially implanted. The patient began having pain and was in fixed flexion of about ten degrees. The surgeon performed a mua and arthroscopy approximately six months post op, but the patient was still not happy. He brought patient in for a revision and replaced the articular surface with a cr articular surface. He was able to bring the patient out to extension. Attempts to obtain additional information have been made; however, no more information is available at this time.